Event description:
It was reported that a one-link needle-free IV connector leaked at the connection with a catheter extension set (baxter product). This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 2 for this patient/event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same patient/event as cmplnt-(B)(4).